Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst noted that diminished r-waves were observed, however lead undersensing was not observed in the s2d. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed low r-wave measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.